Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported that the system controller alarmed with low voltage advisory and after the first alarm the pump stopped. The patient tried to connect new batteries but the pump did not immediately restart. After several attempts of disconnecting and reconnecting the batteries, the pump finally started again. There was still a yellow wrench alarm visible on the system controller. The patient went to the clinic and the vad coordinator reported that the external backup battery (ebb) needed to be replaced. Log files were reviewed and confirmed a system controller internal fault. A review of the log files by product performance engineering (ppe) found that the event was the result of battery depletion, and that there was no indication of multiple battery disconnections after the pump stop. The log file showed that the pump resumed operating within 4 seconds of charged batteries being connected to the system controller. The yellow wrench was the result of the clock reset that occurred after the pump stopped. The low voltage and controller internal fault resolved when the controller was connected to charged batteries. The vad coordinator confirmed the events with the patient, who was adamant that the batteries were charged and they tried the same batteries several times.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a low voltage advisory, pump stop, and yellow wrench alarm were confirmed via review of the submitted and downloaded log files; however, the reported event of the pump being unable to restart after being connected to charged batteries was not confirmed. The submitted and downloaded log files contained data spanning approximately 9 days (28mar2022 to 07apr2022 per timestamp). At 22:52 on 06apr2022, a low power advisory was observed due to regular battery depletion. The batteries continued to deplete regularly, activating a low power hazard alarm about an hour later at 23:59. At 0:05 on 07apr2022, a no external power alarm was activated, indicating that the batteries had fully depleted. The backup battery provided power to the pump until it had also fully depleted at approximately 1:47, causing the pump to stop. The pump regained a speed above the low speed limit a few seconds after being reconnected to a fully charged battery. At the time of power reconnection, the clock of the controller was not set, activating the reported yellow wrench alarm. No other atypical events were observed within the log file. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and no atypical events were reproduced. The controller was found to perform as intended, and the root cause of the reported alarms was determined to be the full depletion of batteries. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. The heartmate 3 patient handbook section 3 ¿powering the system¿ instructs users to connect to the mobile power unit when sleeping or when there is a chance of sleep, as a sleeping patient may not be able to hear alarms. The heartmate 3 patient handbook section 5 "alarms and troubleshooting¿ describes all alarms (visual and audible) and the appropriate actions to take when each alarm occurs. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.